Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x28mm stent 12 mm dw tip (enc452812, 6998481) became impeded in microcatheter and could not advance or retract. The physician retracted the stent and microcatheter outside of patient body, then a new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information received indicated that the introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was first felt at the body/shaft of the device. The replaced stent was of the same size as the original one (4.5mm x 28mm). There was no procedure prolongation due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was first felt at the body/shaft of the device. The replaced stent was of the same size as the original one (4.5mm x 28mm). There was no procedure prolongation due to the event. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x28mm stent 12 mm dw tip (enc452812, 6998481) became impeded in the microcatheter and could not advance or retract. The physician retracted the stent and microcatheter outside of the patient's body, then a new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information received indicated that the introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was first felt at the body/shaft of the device. The replaced stent was of the same size as the original one (4.5mm x 28mm). There was no procedure prolongation due to the event. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed; and it was noted that the stent was already detached from the unit, the introducer and the delivery wire were found to be in good condition. The stent component was inspected under magnification, and no abnormalities were found on it (i.e., no broken struts, no kinks or deformations). Due to the conditions mentioned above, the functional analysis could not be performed to evaluate the impeded condition reported by the customer. The stent must still be inside the introducer tube to perform the functional analysis. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Since the microcatheter was not submitted for investigation and with the limited information provided at this time, no further evaluation or identification of contributing factors could be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The stent detachment was not originally reported in the complaint, and the appearance of the stent component does not provide evidence that it had been subjected to excessive force/manipulation in order to overcome the resistance and pass through the microcatheter. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.